Event description:
It was reported that (1) cdh33 was used during an unknown procedure. It was reported by the affiliate that the instrument would not cut the tissue, since knife broke. Opened another instrument to complete the case. No adverse patient outcome.